Event description:
The clamp broke within (B)(6).

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revh1268 showed no other similar product complaint(s) from this lot number.